Event description:
It was reported that the system 9900 was producing poor quality images and that the vertical lift function was hesitating. There was no adverse pt involvement reported. All reported pt info is cited in section a above.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunctions were verified. The on site clinical engineer adjusted power supply to address image quality. The issue of vertical lift was not addressed and no conclusion can be drawn. The system was tested and found to be working as intended and placed back into service.